Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The nodes were flashed and the system files rebuilt. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system displayed an error message that the maximum dose had been reached and contract settings needed to be adjusted. No pt injury was reported.